Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were informed that their implantable pulse generator (ipg) was not "picking up their really slow pulses". The ipg remains in use. No patient complications have been reported as a result of this event.